Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s lumbar placement scs ipg was no longer communicating with the patient controller (pc). Reportedly, the patient underwent removal surgery of his cervical placement scs ipg and since then he has been unable to connect to the lumbar ipg. A company representative met with the patient and confirmed the patient's scs ipg was inoperable. Surgical intervention may be taken to address the issue.

Event description:
Follow up information received identified the patient's scs ipg was replaced. Stimulation therapy was reportedly restored postoperatively.